Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump alarmed with air. Issue resolved. After approximately 5 minutes, the pump again alarmed with error 42224. Steps taken to ensure dose delivery was confirmed. The pump displayed a normal screen with all the correct information after power up. However, pump was replaced with a different cadd pump. No known impact or consequences to patient.

Manufacturer narrative:
Device evaluation summary: the device evaluation aware date is 15 february 2019. One cadd solis vip pump was returned for analysis in used condition. The pump was powered on and it gave error codes 42221 and 42224. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The reported problem source could not be identified. Additional information: additional information received on 20 july 2018 indicating that there was no patient injury due to the reported event.